Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.